Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, damage to the tube near the pump was reported. The inflatable device was explanted and replaced with another inflatable device.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and the corrected event date. An otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on all tubes of the pump. Testing revealed these to not be sites of leakage. Another area of abrasion was noted on the inlet tube of the pump. Tow sutures were attached to both cylinder bladders. No functional abnormalities were noted with either cylinder. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the all pump tubes were overlapping one another while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through one of the exhaust tubes. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.